Event description:
It was reported that the patient presented in clinic for a follow-up after receiving inappropriate high voltage and atp therapy. The rhythms appeared to be supraventricular tachycardia episodes. The device was reprogrammed. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.